Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. There was no patient injury reported.

Manufacturer narrative:
The log file evaluation revealed that the respective procedure was started as the second case of the day with a successfully provided self test in the morning. Two minutes after switching from manual to automatic ventilation the self-monitoring function detected a wrong motor position. The defined system response is to force a shutdown of automatic ventilation and to post a corresponding alarm. Manual ventilation remains possible in this state. The motor assembly had been replaced and returned to the manufacturer for evaluation. It could be determined that the motor did not start-up without applying mechanical force to the spindle. This indicates that the collector disc was at least partly abraded leading to intermittent losses of electrical contact between collector and the carbon brushes.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00084.